Event description:
The manufacturer received information alleging device will not turn on and difficulty breathing/short of breath related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Corrected section b4 from 04/01/2023 to 01/04/2023.

Manufacturer narrative:
The manufacturer received new and relevant information on 08/01/2022 alleging headache related to a bipap device.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device will not turn on and difficulty breathing/short of breath, headache related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the first attempt to have the device and components returned for evaluation, customer could not able to provide the information about device return. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.